Event description:
The issue involves the surgery schedule report generated through the snreportbuilder tool. If a change or correction is made in the scheduling appointment book application, to the value in the procedure or modifier field, both the original and corrected values for those fields will display in the report. The report will not identify which value is the corrected and current value. The issue could result in the incorrect procedure or modifier displaying on the surgery schedule report. If the report is used as a guide for delivering patient care, the provider may not have a clear understanding of the procedure to be performed. The clinical documentation associated with the electronic patient record as well as the printed medical record will correctly display. Cerner has not been made aware of any adverse patient care events that resulted from this issue.